Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated t-wave oversensing (twos) from the right ventricular (rv) lead was observed briefly at the programmed av interval of 30 ms. The av/vv delay settings were reprogrammed and the rv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvcs) with ventricular sense response. The av/vv delay settings were changed since the patient felt the ventricular sense response and the intervals were optimized by echocardiography. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.